Event description:
Ous MDR. After an implantation period of approx. 46 months, elevated shock impedance values were reported. The lead was capped and replaced. No adverse patient side effects have been reported.

Manufacturer narrative:
As of today, the medical device is not available for analysis, therefore the device itself could not be investigated. The information you provided has been carefully analyzed. The available data showed a stable shock impedance of approx. 60 ohms between (B)(6) 2015 and (B)(6) 2016 with a subsequent sharp increase greater than 150 ohms as reported in the complaint description. In spite of the available information, no conclusion can be drawn regarding the root cause of the clinical observation. An analysis of the lead would be necessary for a root cause investigation. Should additional information or the device itself become available for analysis, the investigation will be updated.